Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.